Event description:
It was reported that the arctic sun device received an alarm 74 (non-recoverable system error, secondary outlet water temp sensor out of range - low resistance). Nurse had already turned the machine off and on three times. Mis explained that this device would need to go to biomed. Per work order update on (B)(6) 2023, biomed received the device and did a calibration for the alarm 74 non-recoverable system error, secondary outlet water temp sensor out of range - low resistance). But now they were getting an alarm 81 (water check time out - difference between water temperature and reference temperature is greater than 2 degrees celsius), coming in for investigation. Per follow up information received via email on (B)(6) 2023, biomed was still having calibration errors. No patient involvement. Per sample evaluation results received on (B)(6) 2023, it was reported that the initial test, preformed function checks, unit alarmed 37 (water temperature high), t1(outlet monitor temperature) and t2 (outlet control temperature) out of range. It was stated that the observed erratic flow rate. It was also stated that performed visual and inspection and determined that the ac cca card and power module have degraded due to electrical overstress and will be replaced preventatively. The l-tube and double l-tubing appeared distended or expanded however water flow was not impeded, it would be replaced preventatively. It was noted that molded tubed shows signs of damage. It was also noted that replaced tank tubing, molded tube, power inlet module and cca ca card.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device received an alarm 74 (non-recoverable system error, secondary outlet water temp sensor out of range - low resistance) . Nurse had already turned the machine off and on three times. Mis explained that this device would need to go to biomed. As per work order update on 03jan2023, biomed received the device and did a calibration for the alarm 74 non-recoverable system error, secondary outlet water temp sensor out of range - low resistance). But now they were getting an alarm 81 (water check time out - difference between water temperature and reference temperature is greater than 2 degrees celsius), coming in for investigation. As per follow up information received via email on 03jan2023, biomed was still having calibration errors. No patient involvement. As per sample evaluation results received on 12apr2023, it was reported that the initial test, preformed function checks, unit alarmed 37 (water temperature high), t1(outlet monitor temperature) and t2 (outlet control temperature) out of range. It was stated that the observed erratic flow rate . It was also stated that performed visual and inspection and determined that the ac cca card and power module have degraded due to electrical overstress and will be replaced preventatively . The l-tube and double l-tubing appeared distended or expanded however water flow was not impeded, it would be replaced preventatively. It was noted that molded tubed shows signs of damage. It was also noted that replaced tank tubing, molded tube, power inlet module and cca ca card.

Manufacturer narrative:
The reported issue was confirmed. It was concluded that the following was the root cause: supplier ¿ root cause- inadequate verification and validation activities of the crimping process, single pull test did not provide stability of process, evidence was not provided when requested for maintenance of records or crimp tools, no crimp cross-sections provided. Performed visual and inspection and determined that the ac cca card and power module have degraded due to electrical overstress and will be replaced preventatively. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The DHR review is not required. Labeling review is not required because labeling could not have prevented this issue. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.